Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had an endoscope reprocessor (oer-6) filter that had not been replaced since its installation. There was no patient involvement.